Event description:
It was reported that a patient experienced a return of pain that was ongoing. High impedance was identified, with impedance values of 40,000 reported on electrode #5 and electrode #14, and the high impedance was not observed on the day of surgery. Troubleshooting and programming were performed, including impedance checks and stimulation testing; the patient could not feel stimulation when programmed on electrode #5 or electrode #14 but could feel stimulation when programmed on neighboring electrodes. No injury and no serious adverse outcomes were reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.